Event description:
It was reported that the during a mid-foot fusion surgery (leg unspecified) on (B)(6) 2015, while the surgeon was using a 2.0mm drill bit to score the fusion site, the drill bit broke off at the quick-connect junction. Also during the same surgery, the tip of the 1.25mm guide wire broke off inside the patient¿s bone. The surgeon elected to leave the guide wire tip fragment within the patient. An x-ray was taken to confirm the location of the tip fragment. The surgery was completed. This report is for one unknown 2.0mm drill bit. This report is 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for one unknown 2.0mm drill bit. Part and lot numbers were not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.